Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Forceps elevator wire was completely cut off. Incoming testing found the forceps elevator had unidentified foreign material and the bending section cover was dirty. Additionally the evaluation revealed: the connecting tube has coating peeling, the connecting tube had a scratch, the universal cord had a scratch, the universal cord had discoloration, the scope-cover had a scratch, the control unit had a scratch, the grip had a scratch, the scope-cylinder was shaved, the image guide protector had a cut, right/left knob had discoloration, up/down knob had discoloration, reduced angulation, the knobs play was reduced and the connector-cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing the duodenovideoscope, the elevator wire was cut at the distal end. During inspection and testing of the returned device, foreign material was found on the forceps elevator. The material was noted to be yellowish/brown in color but unidentified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The device may not have been reprocessed properly due to malfunction of forceps elevator caused by k-wire breakage, causing foreign material not to be removed. The forceps raiser wire (k-wire) is damaged due to mechanical/chemical stress applied by repeated use for the long duration (handling issue). Olympus will continue to monitor field performance for this device.